Event description:
On (B)(6) 2025 when priming tubing for medication administration, the tubing was noted to be leaking at the side of the green spin-lock connector. Priming stopped and tubing inspected. Connector found to have a small hole. Tubing and extension set removed and new set obtained.